Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, battery out limit, and a motor error. Her blood glucose level remained high after bolusing. Customer's blood glucose level was over 400 mg/dl. She treated her blood glucose with manual injections. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful. The motor error alarm did not recur. The alarm was caused by a connection issue. The device was not returned.